Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pain') in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and affect lability ("emotional symptoms"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the pelvic pain and affect lability outcome was unknown. The reporter considered affect lability and pelvic pain to be related to essure. The reporter commented: as a result of the symptoms, she was hindered in her normal daily functioning and she suffered injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pain') in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and affect lability ("emotional symptoms"). The patient was treated with surgery (foreign material was removed). Essure was removed. At the time of the report, the pelvic pain and affect lability outcome was unknown. The reporter considered affect lability and pelvic pain to be related to essure. The reporter commented: as a result of the symptoms, she was hindered in her normal daily functioning and she suffered injury. Most recent follow-up information incorporated above includes: on (B)(6) 2020: no further information is expected. Case closed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and affect lability ("emotional symptoms"). The patient was treated with surgery (foreign material was removed). Essure was removed. At the time of the report, the pelvic pain and affect lability outcome was unknown. The reporter considered affect lability and pelvic pain to be related to essure. The reporter commented: as a result of the symptoms, she was hindered in her normal daily functioning and she suffered injury. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pain') in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and affect lability ("emotional symptoms"). The patient was treated with surgery (foreign material was removed). Essure was removed. At the time of the report, the pelvic pain and affect lability outcome was unknown. The reporter considered affect lability and pelvic pain to be related to essure. The reporter commented: as a result of the symptoms, she was hindered in her normal daily functioning and she suffered injury. Amendment: the report was amended for the following reason: information from duplicate case (B)(4) has been transferred. Essure indication added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.